Event description:
Event description cpi received information that these two leads, an endotak (0064) and a sweet tip bipolar (4269), were removed from service due to poor pacing threshold and sensing. A cpi (0125) was implanted.